Event description:
It was reported that the collet hub packaged with the catheter kit was broken on one side noted during the implant procedure. It was noted that a different product was used. The product issue was reportedly resolved. The event did not involve a patient. It was later reported that the physician was about to attach the collet when it was noticed that the hub was broken. A separate kit was opened and just the collet was used. It was later reported that there was no patient injury as they recovered without sequelae. The catheter was reportedly implanted, only the collet was not used.

Manufacturer narrative:
(B)(4). Analysis of the pin connector revealed an out of specification condition; the collet was detached and/or missing.